Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported receiving no delivery alarms from an insulin pump, and communication/transmission issues from the sensor. The customer was driving at the time of the phone call and could not complete troubleshooting with the helpline. The customer was advised to call back if there were any more concerns. The customer's blood glucose value was unknown. No further information was provided.